Manufacturer narrative:
Date of event, therapy date: date estimated. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
(B)(6). It was reported that on (B)(6) 2019, the patient presented with in-stent restenosis of an unspecified stent located in the mid left anterior descending (lad) coronary artery. No pre-dilatation was performed and the 3.0x12 and 2.75x8mm xience sierra stents were implanted. Following, post-dilatation was performed. The stenting result was 0% diameter stenosis with timi grade 3 flow. Around (B)(6) 2019, the patient started experiencing shortness of breath and angina. On 09/30/2019, restenosis was observed in the 3.0x12mm xience sierra stent, treated with balloon angioplasty and another stent was implanted. There was no restenosis and in the 2.75x8mm xience sierra stent. Hospitalization was not required and the patient was discharged that same day. The event resolved. No additional information is provided regarding this issue.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. The reported patient effects of dyspnea, angina and stenosis are listed in the xience sierra, everolimus eluting coronary stent system instructions for as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Report source, company representative removed.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: the patients dyspnea improved since the (B)(6) 2019 procedure. On (B)(6) 2019, the patient presented for a previously planned lad procedure. A laser treatment was performed in the lad. Reportedly, the laser treatment was performed in the same 3.0x12mm xience sierra stent and there was no restenosis and no intervention performed in the 2.75x8mm xience sierra stent. Reportedly, both the (B)(6) 2019 and (B)(6) 2019 procedures were ambulatory procedures and did not require hospitalization.